Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor was flexed and fractured. It was noted that there was blood in the distal electrode and there was a cosmetic depression on the outer insulation. (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted due to being dislodged during a device changeout. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.